Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8416-50, serial number: (B)(4), batch/lot number: 7041771, model/catalog description: artisan MRI paddle lead 50 cm. The explanted devices were not returned to bsn as they were kept by medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the ipg and lead were replaced. The patient was doing well postoperatively.